Event description:
It was reported that the patient presented in-clinic for a scheduled right-atrial (ra) lead revision procedure as previously upon x-ray imaging during clinic check, it was discovered that the ra lead had dislodged. As a resolution the ra lead was explanted and replaced. The patient condition was stable.